Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg. Customer did finally successfully clear the alarm to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.